Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage and observed delamination of diaphragm valve through microscopic inspection assessed as cohesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion, broken and delamination plug strap disk shell and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted and will be returned.

Manufacturer narrative:
Reason for reoperation: rupture. Clarification to d6a: date of implant was provided as "(B)(6) 2000". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.